Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low rectal cancer resection, the device did not fire. The surgeon was able to press the green button but unable squeeze the handle. They replaced the reload to continue the operation. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the cut line. Malformed staples were noted at the distal tip of the cartridge. Partially flushed staples were noted between the 2 and 5 cm cut line. Malformed staples were noted at the distal tip of the cartridge. Partially flushed staples were noted between the 2 and 5 cm cut line. The cartridge holder was bent in the partially flushed staples area. The cartridge was detached from the channel. The engagement taps were damaged. The clamp bar was broken and the clamping mechanism was deformed. The anvil was misaligned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the misaligned anvil, broken clamp bar and deformed clamping mechanism condition may occur under the following conditions such as application over tissue that is beyond the recommended thickness range and application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.